Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. There was no mention of any residual mesh from previous procedures in the operative dictation; it is unclear when the non-bard mesh was excised. Based on medical record review, the collamend graft was introduced into an infected environment, the product's IFU warns against the use of this product in a contaminated or infected site. The pt was treated for infection and seroma both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00136 for info related to the composix kugel mesh implanted on (B)(6) 2007. See MDR 1213643-2012-00135 for info related to the composix l/p mesh implanted on (B)(6) 2011.

Event description:
The initial attorney report alleged bacterial infection, seroma, additional medical/surgical intervention, explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2007 - repair of ventral hernia with composix kugel mesh. On (B)(6) 2007 - culture tests positive for moderate (B)(6). On (B)(6) 2007 - pt has infected, exposed mesh and presents for excision of mesh. The mesh is removed in its entirety, the wound was packed open. On (B)(6) 2007 - repair of ventral hernia with a collamend graft. Operative note "the pt was given IV antibiotics prior to the beginning of the procedure including vancomycin for coverage of his (B)(6)." On (B)(6) 2007 - admitted for infected seroma of the abdominal wall. Cultures grew (B)(6). On (B)(6) 2007 - incision and drainage of seroma. On (B)(6) 2007 - excision of infected collamend graft. No operative report. On (B)(6) 2008 - repair of multiple recurrent incisional hernias with a non-bard mesh. On (B)(6) 2011 - repair of multiple current incisional hernias with composix l/p mesh, extensive lysis of adhesions, and small bowel resection. The small bowel was fused to the hernia sac, and noted to be dusky in appearance. During dissection multiple serosal tears were encountered in this thinned, ischemic - appearing bowel." On (B)(6) 2011 - excision of infected composix l/p mesh. Some hematoma was noted, under the mesh was an abscess, in addition there was diffuse peritonitis throughout the abdomen. A perforation in the small bowel with fistula info was identified.